Event description:
I woke up with red eye, blurred vision, pain. Went to dr's. Was wearing contact lenses and using renu. Had excruiating pain in the right eye, very sensitive to light, any light, had to wear sunglasses day and night. Also fatigue from the pain. Had a ulcer on the cornea which had to be scraped off. Was referred for biopsy and scarping of the cornea. Had eye drops to put in eye every hour for two mos. Also oral antibiotics three times a day for 2 mos and a dilator in the right eye. Had to change hours at work and couldn't drive, only left the house when the sun went down. Swelling and very teary occurred for the 2 mos. I have another appt in may, but dr said there is a scar on my cornea. It had affected my vision. Don't wear a contact lens in that eye.